Event description:
It was reported that all control panels are in local mode. The device was reported to be in clinical use. No adverse event to the patient or user was reported.

Manufacturer narrative:
E1 reporting institution phone #: (B)(6) a philips remote service engineer (rse) provided remote assistance to the customer to investigate the issue. Initial telephone troubleshooting identified that there was no connection to the it department¿s dns server (192.168.100.10:53). At that stage, the issue was escalated and a response from the it department was awaited. Further diagnostics were carried out in coordination with it. It was determined that the network port had been deactivated/blocked due to bpdu guard. To resolve this, the configuration setting "spanning-tree bpduguard disabled" was applied on the firewall¿s switch port at distrib-b (port 21). Following this change, the it department reactivated the affected port. This action restored proper communication with the dns server, allowing dns services to function normally again. After resolution, all control centers successfully reconnected and remote access was fully restored. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.